Manufacturer narrative:
The device was received not deployed. Rotational sensor errors caused first prime to end earlier than expected and the firing flat to not be properly lined up by the end of second prime. The rerun did not replicate rotational sensor errors. Contamination was observed on the commutator cap. It could not be conclusively determined if the contamination contributed to the rotational sensor malfunction that caused the device to not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.